Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On march 26, 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra smart displayed an unknown error message. The patient told the medical affairs specialist (mas) she was diagnosed with diabetes about 3 weeks ago and began testing with the reported meter at that time. She was started on metformin 500 mg/day. Three or four days before, the patient was unable to obtain a blood glucose reading on the reported meter. She said a friend told her maybe it was a test strip problem because some of her test strips were bent. She continued taking metformin 500 mg daily. In 2007, the patient felt lethargic and had a dry mouth. She went to the ER to have her blood glucose tested; a result of "400 something" was obtained on the ER device. The patient was treated with IV insulin (type and dose unknown) and given glucophage pill. Afterward, the patient's doctor increased her metformin dosage to 1000 mg/day. The customer care advocate (cca) noted that the reported meter had displayed unknown error messages and the patient had been unable to obtain a blood glucose reading. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges, she was unable to obtain a reading on the reported meter and later experienced symptoms that suggested hyperglycemia and a hyperglycemic reading in the ER. She was treated with IV insulin and oral diabetes medication.